Event description:
The patient was revised because of a fractured hip stem. **update: (B)(4) 2012 - plaintiff¿s preliminary disclosure form and medical records were received, which indicates that patient is seeking legal action. Date of implant has been provided. The complaint and associated mdrs were updated. The complaint has been reopened for medical record review.

Manufacturer narrative:
The investigation has been reopened due to receiving medical records. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. It is known that this revision system has been voluntarily removed from the market because of the potential for the system to be used where natural proximal bone support is not present and other means of adjunctive fixation are not used per labeling cautionary statements. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised because of a fractured hip stem.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. Medical records were reviewed. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. It is known that this revision system has been voluntarily removed from the market because of the potential for the system to be used where natural proximal bone support is not present and other means of adjunctive fixation are not used per labeling cautionary statements. Based on the investigation, the need for further corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.